Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens headaches and reported that the patient's vision was "off". The lens was exchanged for a lens of the same model and length, similar power, and the problem was resolved. The cause of the event was reported as due to the device and a patient related factor - with details noting the patient "needed to size down".

Manufacturer narrative:
H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).